Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she the insulin pump was not alarming no delivery and she has to frequently change the battery. Customer also stated that she experienced some erratic blood glucose that could be a problem with insulin delivery. Customer declined to troubleshoot. Nothing further reported.